Manufacturer narrative:
The customer had taken a pcr test ,the result was positive. Qa has determined that the ihealth test is authentic as it was purchased from amazon. The manufacturer retested the lot (241co20115) samples and no false negative were detected.

Event description:
Event details: purchased a kit with 5 tests and have used the identical tests in the past. My family member was exposed to covid and became symptomatic. She tested according to the specific instructions 3 times over the next 4 days as her symptoms worsened and all were negative. Since she became quite ill, she had repeat testing in her pcp office which was positive. I have an unopened box of 5 tests that I purchased through amazon and want to return it for a refund and am unable to do so without going through your support team. Needless to say, I am now very skeptical about the accuracy of these tests with repeated false negative results.